Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after eating a burger and fries without performing a meal announcement, contacted support about one hour post-meal, and sought guidance on whether to announce the meal at that time while using the ilet system. Symptoms included hyperglycemia. Outcomes included self-management at home with expectation that the ilet algorithm would correct the high glucose within one to two hours and instruction not to perform a late meal announcement. Investigation included customer interview and troubleshooting with education on appropriate meal announcement timing and reliance on automated correction. Investigation of this case revealed no device malfunction and that the event was consistent with use error related to a missed meal announcement, with the ilet continuing to deliver automated correction. It was concluded, based on previously established findings for similar reports, that the cause was user-related and due to missed meal announcement leading to transient hyperglycemia.